Event description:
The product was returned 12/03/1999. The eval found that the snare loop assembly, including the loop coupling, had detached from the device's inner cable. The loop coupling is crimped at both ends to restrain the loop and coupling. The crimp indentation for the cable was evident in the coupling. The ball weld on the end of the cable was noticeable. The loop was badly kinked. The inner cable was capable of being advanced and retracted via the handle assembly. The cause for this complaint is unknown.

Event description:
It was reported that during an enteral feeding tube placement procedure, the snare-loop disconnected from the snare set. Physician was able to retrieve snare-loop without any adverse event to the pt and used another to complete the procedure. The product is being returned for evaluation.